Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 549428, expiration date 01/31/2008). Reference medwatch report with (B)(6) for the suspect device used in system 1.

Event description:
Customer reportedly received results of 432 mg/dl and 155 mg/dl within 10 minutes on the advantage system. No actions taken based on device result. No adverse event reported. Two advantage systems were used during the comparisons; it is unknown which system produced the discrepant result. Requested return of suspect device and replacement was sent.